Event description:
Boston scientific received information that during a routine follow up visit where it was noted that 292 atrial tachycardia response (atr) episodes were recorded. Each of the episode details stated that a ventricular event followed the atr events; however, no events were found and no electrograms (egms) were associated with these episodes. It was noted that the patient did not undergo any radiation therapy or have a magnetic resonance imaging (MRI). A memory data analysis disk was sent into boston scientific technical services (ts) for review. Engineering analysis of the device's memory found that the egm memory was not correctly reinitialized following a reset. This will most likely prevent the device from delivering tachycardia therapy. Ts recommended troubleshooting to resolve the issue. The device was explanted for an upgrade procedure approximately (B)(6) later.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed; however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Eventually, the uninitialized data variables prevented new tachycardia episodes from being properly recorded and resulted in the device resetting during the onset of an episode of tachycardia. Consequently, the ability of this device to deliver tachycardia therapy was compromised.